Event description:
It was reported that the screw broke during insertion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00132 and 0001032347-2022-00133.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 ¿ medical products item# 91-6107, 1.5mm system high torque screw, lot# unknown. Item# 91-6207, 1.5mm system high torque screw, lot# unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.